Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date the screws could not be removed from the tubes. This issue was discovered during inspection, there was no procedure or patient involvement. This report is for one (1) 3.5mm ti locking scr slf-tpng with stardrive recess 44mm this is report 7 of 10 for (B)(4). This complaint is linked to (B)(4).